Event description:
The technician alleged that the foot brake caster would still roll when the brakes where set. No report of injury.

Manufacturer narrative:
The technician replaced the foot brake casters to resolve the issue.